Event description:
An unspecified issue was reported with the adc application, in use with iphone 14 pro max with ios operating system 16.5.1 version 2.10.1.7653. Customer reported updating the app after it ¿went blind¿ and after the app was updated it was ¿showing them the sensor is not compatible¿. As a result, customer experienced high blood pressure, ¿they were sick¿ and went to the hospital and was administered insulin for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported unexpected application error when using the freestyle librelink application. Successfully scanned and received glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application, in use with iphone 14 pro max with ios operating system 16.5.1 version 2.10.1.7653. Customer reported updating the app after it ¿went blind¿ and after the app was updated it was ¿showing them the sensor is not compatible¿. As a result, customer experienced high blood pressure, ¿they were sick¿ and went to the hospital and was administered insulin for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.